Event description:
.Related manufacturer reference number:2017865-2023-38987. It was reported that after initial implant procedure patient's new atrial lead was dislodged. During lead revision procedure it was found that the lead was failed to remove from patient's pacemaker header. The atrial lead was explanted. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of unable to loosen the setscrew to disconnect the lead was confirmed. Device analysis found epoxy in the atrial connector block threads, which resulted in the reported event. The observed epoxy was caused by a manufacturing anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.